Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure the physician noted the right ventricular (rv) and right atrial (ra) leads were difficult to insert into the header of this cardiac resynchronization therapy pacemaker (crt-p). Ultimately the leads were successfully inserted and all products were implanted without further complication. No adverse patient effects were reported.